Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter tilted, embedded in the wall of the inferior vena cava, perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain post filter implant and subsequently expired.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year six months post filter deployment, abdominal x-ray revealed the filter was positioned at superiorly l1 and inferiorly l2 position and tilted to right. Approximately three years and ten months post filter deployment, computed tomography revealed the proximal half of the filter was superior to the right renal vein and at the level of the left renal vein. The filter was tilted to the right with its cone lying on the wall of the inferior vena cava and possibly embedded within it. The filter showed positive for perforation and legs of the filter penetrated through the wall of the inferior vena cava into the precaval/mesenteric fat. A portion of the filter was superior to the right renal vein and may have placed high or may have migrated to this position. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 10/2012), g2, g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for perforation of the ivc, filter tilt and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and contraindication to anticoagulation. At some time post filter deployment, it was alleged that the filter tilted, embedded in the wall of the ivc, perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain post filter implant and subsequently expired.